Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery ,model 1650de, serial number: (B)(4), expiration date: 2016-01-31 UDI (B)(4) mfg date: 2017-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery had a loose connection that can be provoked by moving the battery cable. Another battery was reported as defective. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that one battery had a power consumption issue and the other had a poor mechanical connection with intermittent electrical disconnect. The batteries were replaced.

Manufacturer narrative:
Correction: b3 other devices involved in this event: d1: heartware ventricular assist system ¿ battery serial number: (B)(4), d10: yes, return date: 2018-07-09, h3: no, device evaluated anticipate, but not yet began h6 device code(s): c62952, h6 result code(s): 3233, h6 conclusion code(s): 11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that (B)(4) passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the battery passed visual inspection, functional testing revealed an intermittent connection within the strain relief of the output connector. This observation prevented the battery from charging or powering a controller. Log file analysis revealed that (B)(4) discharged as expected when in use. Analysis of data log files revealed a premature power switching event due to a momentary disconnection involving (B)(4). Based on the available information, the reported "loose connection and poor mechanical connection with intermittent electrical disconnects" events were confirmed. The reported "power consumption issue" could not be confirmed, however, the recorded premature power switching event was most likely perceived by the patient as the reported power consumption issue. As a result, a possible root cause of the reported "power consumption issue" event can be attributed to a power switching event due to a momentary disconnection between the controller and battery. The most likely root cause of the reported "loose connection and poor mechanical connection with intermittent electrical disconnect" can be attributed to a an intermittent connection within the strain relief of the output connector, likely due to wear and/or due to the handling of the device. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number: (B)(4), (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.